Event description:
Litigation complaint received ad 16 jun 2022. Asr resurfacing medical records received. After review of medical records no allegation and no revision notes provided. Doi: (B)(6) 2008. Dor: 2017. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative:

Event description:
After review of the medical records the patient was revised to address failed bilateral hip surface replacement arthroplasty resulting to pain, metallosis and improve ambulatory. Patient had severe obesity with body mass index of 45. Operative notes reported left acetabular component with macro lock fit. There was brownish gray stained pericapsular tissues. Open posterior capsule and no fluid. Scar tissues were removed. Due to patient size and difficulty of the surgery it did takes a significant amount of time and energy. Patient had a poor acetabular bone stock. Laboratory result for chromium and cobalt metal ions serum were below 7ppb. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Affected side: left hip.